Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the primary line was programmed to deliver pitocin 10u/500ml, at a rate of 125ml/hr, with a vtbi (volume to be infused) of 400ml, and the delivery was started. The customer contact indicated that the nurse noted drips in the drip chamber at the time and deliver was started. After approximately 20 minutes, it was reported that the pt notified the nurse that the device was audibly alarming. At this time, the nurse noted the device displayed "vtbi infused complete"; however the volume in the pitocin container had not changed. The nurse re-pierced the pitocin container, repositioned the tubing, reprogrammed the device using the same programming parameters, and the delivery was restarted. After approximately 20 minutes, it was reported that the pt again notified the nurse that the device was alarming with an unspecified alarm. At this time, the nurse noted that "maybe 10-15ml was delivered, that the bag pretty much look the same." The device was reprogrammed using the same programming parameters, and the delivery was restarted. After approximately 20 minutes, the pt again notified the nurse that the device was alarming with an unspecified alarm. The nurse repositioned the tubing, reprogrammed the device, and the delivery was restarted. The customer contact indicated that the nurse remained at the bedside after starting the delivery. It was reported that the nurse waited 15 minutes and noted that there were no drips in the drip chamber. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Upon initial power on of the device during testing and investigation, the primary line displayed a programmed rate of 125ml/hr with a volume to be infused (vtbi) of 371ml and the secondary line displayed a programmed rate of 0ml/hr with a vtbi of 0ml and a total volume delivered of 429ml. The technology of the acclaim encore pump list #12237 does not contain a pump history that provides past programmed settings. This report represents all the info known by the reporter upon query by hospira personnel.